Event description:
Follow-up identified the issue resolved after surgical intervention.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient began experiencing ineffective stimulation with their scs system in (B)(6) 2017. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced with a new model. Postoperative programming was scheduled for approximately 2 weeks.